Manufacturer narrative:
Initial reporter occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "immediately after lancing, massage gently along the side of your finger to obtain a sufficiently large blood drop without pressing or squeezing too hard. Massage the lanced finger until a drop of blood is formed. Caution: do not press or squeeze the finger." Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory method.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 the patient had a meter result of 3.9 inr while the lab result was 2.5 inr. The time difference between the tests was 20 minutes. Then the patient re-tested and got a meter result of 3.8 inr while the lab result was 2.6 inr. The patient said that he squeezed the finger to draw the blood. The patient's therapeutic range was 2.0-2.5 inr.

Manufacturer narrative:
The patient did not return the test strips for investigation. As no product was returned, a specific root cause could not be determined.